Event description:
The initial call was for an unresponsive cardiac arrest patient. The incident occurred at the patient's residence and was unwitnessed. Patient was down for about 20-30 minutes prior to customer's arrival. Bystander CPR was not performed. Upon arrival, chest compressions were performed on the patient for about 4 minutes. An EKG monitor was applied and indicated that the patient was asystole. No shocks were advised. Patient was also given epinephrine within 3-4 minutes. No advanced airway was established because the patient had esophageal varices (airway was full of blood). The autopulse platform was deployed immediately and displayed an "align patient on the platform" message. Manual CPR was performed for 2 minutes while the patient was aligned on the platform. The platform was started and performed 5-6 compressions. Another "align patient on the platform" message was then displayed. Customer checked the patient's rhythm and then readjusted the patient on the platform. The platform was restarted and performed compressions for 25 minutes until the patient was pronounced dead on the scene by the chief. Return of spontaneous circulation (rosc) was never achieved. The cause of death is unknown. However, customer indicated that it may be due to old age as the patient was an (B)(6) year old male. Customer was unable to provide any past medical history. It is unknown if an autopsy was performed. Customer does not attribute the patient's death to the use of the autopulse. He indicated that the platform functioned as designed and that the "align patient" messages occurred because the patient was just light (patient was about (B)(6) pounds).

Manufacturer narrative:
The product in complaint was returned to zoll on 04/22/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform shows no damages to the platform. A review of the archive was performed and the reported complaint of a constant "align patient" message was confirmed. The archive data shows that user advisory (ua) 2 (compression tracking error) occurred on the first compression and a user advisory 45 (not at "home" position after power-on/restart) to have occurred on the reported event date of (B)(6) 2014. However, the observed ua 45 is not related to the reported complaint. Functional testing was performed and the reported issue could not be reproduced. The platform was subjected to the run-in test with a 95% patient test fixture for several hours and no faults or errors were observed. Furthermore, a load cell characterization test was performed and indicated that the load cells were reporting properly. All parameters for the platform meets manufacturer's specifications and passed all testing criteria. Based on the investigation, no parts were identified for replacement. In summary, the reported complaint of a constant "align patient" message was confirmed based on the archive review but was unable to be reproduced during functional testing. The ua2 observed during the archive review is related to the reported complaint. This ua typically occurs if the patient is misaligned on the platform or the lifeband is opened. However, the root cause for the ua 2 could not be determined. The ua 45 observed during the archive review is unrelated to the reported complaint. The root cause for ua 45 could not be determined. However, per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. Customer does not attribute the patient's death to the use of the autopulse but due to old age. The patient was asystole. Survival rates in a cardiac arrest patient with asystole are extremely low. The platform performed compressions for 25 minutes and rosc was never achieved. Additionally, the customer indicated that the platform functioned as designed and believes that the "align patient " message occurred because the patient was (B)(6).